Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system patient detail was not found. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient detail was not found. A technical support specialist troubleshot the device and dialed into the server and verified patient was in preadmit status. Advised customer via email to send an a01 admit message through admission, discharge, transfer (adt) system. No further updates received. The system functioned as intended after the technical support specialist diagnosed the device.